Event description:
It was reported that pump experienced malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had already turned pump off and performed pump reset before calling, malfunction did not recur after reset, and technical support advised customer to continue using pump and to call back if malfunction alarm occurred again, which customer acknowledged and understood.